Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient felt like the stimulation was shutting off when they would sit or stand sometimes. The patient stated that adaptive stimulation (as) was off when this would occur. The rep instructed the patient to check next time this happened to see that the battery was on. The rep also educated the patient that as could be programmed to change amplitudes to desired settings in a variety of positions. The rep left a phone message for the patient today to follow up, but there was no answer. No further complications were reported.